Event description:
An amt sales representative was made aware that a facility had three jejunal perforations occur in the past year while placing the amt g-jet. In all three cases the patients were small babies, reportedly under 10 kg. This is the only information regarding the events that amt was given. Amt attempted to obtain more details surrounding the specific events, including patient and product information but nothing further was provided. When asked, the facility contact that made amt aware of the events made it clear that they did not want to provide any additional information regarding this report and reiterated that the dr. Did not want to talk about the perforations and was not interested in discussing the events any further. Therefore, amt is unaware of the extent of injury or condition to any of the patients. We are unable to verify whether our devices are related to the reported case or not. There is no information provided that points to amt's devices being the cause of these failures and there was no indication that any malfunction occurred. Additionally, a device history review could not be conducted as the device was not returned and no lot or laser number was reported with the complaint.